Event description:
This spontaneous report was received on (B)(6)-2011 from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons procomfort regular, vaginally for normal menstruation (lot number 0410m7212, expiration date, frequency unspecified). After an unspecified duration, she noticed that some pieces of tampon stayed inside her. She removed the pieces out. The action taken with the device was unknown. After an unspecified duration, the event resolved. This report was assessed as non-serious. The company causality was assessed as possible. Sample received included one box of o.b. Pro-confort regular 40ct, lot number 0410m7212 as well as 37 corresponding tampons, one of which is no longer in it's wrapper. The sample was visually inspected and no non-conformance was observed. A review of the data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. This report was also considered a reportable malfunction case in (B)(4).

Manufacturer narrative:
(B)(4). This foreign report is being submitted as product involved is same/similar to a us product (ob procomfort regular). This closes out this report unless other additional significant information is received.